Manufacturer narrative:
Scheinert, d., sievert, h., turco, m., schmidt, a., hauptmann, k., mueller, r., . . . Grube, e. (2007). The safety and efficacy of an extravascular, water-soluble sealant for vascular closure: initial clinical results for mynx¿. Catheterization and cardiovascular interventions, 70(5), 627-633. Doi:10.1002/ccd.21353 this article was found during a recent clinical evaluation review/literature search of this device. Please note that patients pecific details (demographics, medical history and reason for intervention) are not available. The devices are mynx but the catalog and lot numbers are not available. As noted in the publication scheinert et al, the safety and efficacy of an extravascular, water-soluble sealant for vascular closure: initial clinical results for mynx; catheterization and cardiovascular interventions 70:627¿633 (2007); report three cases where adjunctive compression (>5min) was needed for developing hematomas. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine the relationship of the devices and the events reported. Patient /or pharmacological factors are likely contributing factors to the hematomas reported. The complaint reported could not be confirmed. According to the product instruction for use (IFU), which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. It is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. (B)(4).

Event description:
As noted in the publication scheinert et al, the safety and efficacy of an extravascular, water-soluble sealant for vascular closure: initial clinical results for mynx; catheterization and cardiovascular interventions 70:627¿633 (2007); report three cases where adjunctive compression (>5min) was needed for developing hematomas.